Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable low test results on one patient sample using the vanc2 vancomycin (vanc2) assay; one patient sample using the mg2 magnesium gen.2 (mg2) assay; and five patient samples using the ca2 calcium gen.2 (ca2) assay on the cobas 6000 c (501) module (c501). He also stated that quality controls (qc) were out of specification and sporadic for all sample types. The results for mg2 and two of the samples for ca2 were a reportable malfunction. All results are in units of mg/dl. It was unknown whether the results were released outside of the laboratory; however, the customer stated that they sent out corrected reports for the erroneous results. The initial mg2 result was 0.2 with a data flag. The sample auto-repeated with a result of 2.0. The initial ca2 result for patient a was 6.0. The sample was repeated with a result of 6.9. The sample was repeated on a roche cobas 4000 c (311) stand alone system (c311) with a result of 7.6. The initial ca2 result for patient b was 7.6. The sample was repeated on the c311 with a result of 9.2. There was no allegation that an adverse event occurred. The reagent lot numbers and expiration dates for mg2 and ca2 were requested but not provided. The customer believed the issue stemmed from a dripping rinse nozzle on the rinse mechanism. The field service representative checked the cuvette set screws. He flushed the rinse mechanism, two valves, and the sample and reagent probes with bleach solution. He checked the rinse and reagent volumes. He performed a mechanism check and found no drips, and performed a photometer check. The customer performed qc which was acceptable. Investigation activities are ongoing.

Manufacturer narrative:
The field service representative followed up with the customer and replaced the rinse tubing. The customer confirmed that there have been no new issues since the service activities. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause was the rinse nozzle, which could cause dilution of the reaction and/or carryover issues leading to discrepant results.